Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, the reported entrapment of device associated with clip becoming entangled in chordae appears to be related to patient conditions and due to a pre-existing torn chord, that became entangled with the gripper arm. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flailed leaflet, and a pre-existing torn chord. A mitraclip xtw was inserted and advanced to the mitral valve. However, while in the valve, the clip became caught on the pre-existing torn chord. Troubleshooting was performed, but the clip was unable to be freed from the chordae. Although the clip remained in chordae, it was able to grasp both leaflets, reducing mr to a grade of 1. It was noted that the clip was stable on the leaflets. No additional clips were implanted. There was no clinically significant delay in the procedure.